Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath appeared kinked under fluoroscopy. The case was continued and was completed with cryo. A kink was confirmed on the sheath at the end of the case when all the catheters had been removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned. The data files could not be analyzed because it was corrupted. The device was not returned for investigation. In conclusion, the kink issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.